Manufacturer narrative:
The lead is not able to be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced a heart rate of less than 40 bpm. The patient was checked at the hospital. The pacing threshold measurements had increased and loss of capture was observed. A revision procedure was planned for two days later. During the revision, this lead was surgically abandoned and replaced. No loss of capture was observed prior to the start of the procedure. The device was also replaced. It was noted that pacing threshold measurements with the new lead and new device were improved, but were still elevated. The physician believed this was due to the patient's heart tissue. No adverse patient effects were reported.